Event description:
It was reported that patient presented in ER after receiving multiple inappropriate shocks due to lead noise. The leads also had out of range lead impedances. The impedance measurements were normal using an analyzer. No lead damages were observed via fluoroscopy. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the distal tip measuring 54.2cm was returned for analysis. External insulation abrasion was noted at 10.0-10.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.